Event description:
It was reported that during a sling procedure the plastic sheath fell apart during removal. The broken pieces were removed from the pt by the scrub nurse, who utilized a pair of tweezers. There were no adverse pt consequence.